Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead failed to capture its respective chamber. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.